Manufacturer narrative:
Analysis found the housing was damaged in several places. The clamps was damaged and rotating to easy. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring interface was not working properly and intermittent. There was no patient impact.